Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that within a day of implant, the atrial lead was dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.